Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation. There was no patient injury.

Manufacturer narrative:
No patient information provided to date after calls to customer (B)(6) 2021 and (B)(6) 2022. Legal manufacturer: (B)(4).